Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6), 2006, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence and urethral hypermobility. Following insertion the patient experienced pain and other. It was reported that patient underwent cystourethroscopy, hydraulic bladder dilation and instillation of dsmo on (B)(6) 2013 due to interstitial cystitis.